Manufacturer narrative:
Additional information : the device was received for evaluation attached to a unknown syringe that was contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro hole was observed in the tubing of non-dehp i.v. Catheter extension set. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.